Manufacturer narrative:
Additional information b5: the instrument was replaced to complete the procedure. Medtronic received additional information that no medical or other treatment was administered to the patient following the results obtained. Conclusion: after investigation the complaint is confirmed for the act plus instrument had a value reading error. The issue was verified during service when it was found that the instrument was dirty. The issue was resolved by performing clottrac checks and completing a thorough cleaning of the instrument and components. Electrical safety checks were performed, and the instrument passed all tests. Preventive maintenance was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the reported value reading error was verified during service, and it was found that the instrument was dirty. The issue was resolved by performing clottrac checks and completing a thorough cleaning of the instruments and components. Electrical safety checks were performed, and the instrument passed all tests. Preventive maintenance was performed per specifications. The instrument was evaluated in the facility by a medtronic field service technician. The instrument did not return to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, this act plus instrument had a value reading error. The use of the instrument was unspecified. There was no adverse patient efefct reported with this event. Medtronic received additional information that quality control is performed weekly by the customer for this instrument. There was no error code associated with this issue observed. The value reading error was not seen with the electronic control.